Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawers were offline. A technical support specialist walked the customer through turning the cabinet on using the power switch and restarted all in one to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini a message displayed on the screen indicated that the drawers were offline. The user was unable to log on, and no items were available to issue. However, there were no delays or adverse events or injuries reported based on this event.